Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient accidentally stepped on the ilet while changing into a basketball uniform, resulting in a completely shattered display screen and necessitating alternative therapy, with blood glucose remaining unaffected. Symptoms included none reported. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included review of the event details and device history to assess damage and performance impact. Investigation of this device revealed physical damage to the device¿s display component consistent with user-induced impact, with no evidence of device malfunction or therapy interruption. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device design or manufacturing.